Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. However product images were submitted which appear to display a fractured drill bit.

Event description:
It was reported that patient underwent posterior cervical fusion at c2-c3 level. Intra-op, drill bit snapped inside vertebral body. No fragments of the instrument remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.